Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is an insulin pump user and was recommended to get a new pump. Customer was advised that he will need to go to my learning to start his online training before his scheduled training on monday. Customer mentioned that his blood glucose level was a little low, so he had 2 handfuls of cherries and his blood glucose level was a little high this morning. Customer stated that in the past if his blood glucose was low, he lowered his basal by 1 point instead of getting woken up with paramedics treating him for his low blood glucose levels. Customer stated that his blood glucose level was 49 mg/dl before he went to bed, so he lowered his basal by 1 point from 0.7 to 0.6. Customer stated that he has been a diabetic for 52 years and has been on the pump for 20 years.